Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7071729. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial:(B)(4), batch: 7071718. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: n/a, batch: 25906222.

Event description:
It was reported that the patient was implanted with three leads: one for back pain and two sacral leads for incontinence. The patient experienced pain and cramps in the leg. High impedances were observed on the lead for back pain and one of the sacral leads. X-rays showed that the high impedance sacral lead had flipped back out of the original position. The patient underwent a revision procedure to replace the two high impedance leads. The patient was doing well post-operatively.

Manufacturer narrative:
Investigation summary: based on all available information, boston scientific concludes that the event of high impedances was a result of lead fracture. Device technical analysis: analysis of returned lead sc-2317-70 (7073434) revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Analysis of returned lead sc-2352-50 (7071718) revealed that the lead distal array is separated between electrode # 5 and 6. It appears that excessive mechanical force was exerted onto the lead distal array, resulting in the fracture between electrode # 5 and 6. Investigation conclusion: based on all available information, engineers concluded that the high impedance measurements were caused by lead fracture. The leads were subjected to excessive mechanical force which resulted in the lead fractures.

Event description:
It was reported that the patient was implanted with three leads: one for back pain and two sacral leads for incontinence. The patient experienced pain and cramps in the leg. High impedances were observed on the lead for back pain and one of the sacral leads. X-rays showed that the high impedance sacral lead had flipped back out of the original position. The patient underwent a revision procedure to replace the two high impedance leads. The patient was doing well post-operatively.